Event description:
The customer reported that the insulin pump went to threshold suspend, had sensor versus blood glucose discrepancy and had site irritation first few weeks. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated that once in awhile there will be sensor and blood glucose difference. Customer stated sensor reading was at 61-62 mg/dl and blood glucose was at 90's mg/dl. Customer stated took glucose tablet. Customer mentioned about allergic to metal and stated it got itchy. Customer mentioned also her sensor and blood glucose was in the 50's mg/dl and took 3 glucose tablets. The last blood glucose that was given before dinner was 140 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).